Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-50 serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having discomfort at ipg site. The patient underwent an explant procedure. No device malfunction was suspected.